Manufacturer narrative:
The system was examined and the reported event was replicated. The touchscreen, wires and an auxiliary illuminator were all replaced to address the issue. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on july 2, 2009. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event of touchscreen issue can be attributed to a touchscreen, wires and auxiliary illuminator. However, how or when the component became nonconforming cannot be determined conclusively. The manufacturer internal reference number is: 2015-101665

Event description:
A customer reported that a system had touch screen issues and the lamp would not turn on in two ports. There was no patient involved.

Manufacturer narrative:
Additional information: touchscreen was received at for evaluation. A visual assessment of the returned sample revealed no obvious nonconformity. The returned touchscreen was then installed into a calibrated system for functional testing. The reported event was replicated. The touchscreen was found to be out of calibration. Auxiliary (aux) illuminator and lamp were received at for evaluation. A visual assessment of the returned samples revealed no obvious nonconformities. The returned aux illuminator was installed into a calibrated system and functionally tested. There was no system message upon or after the boot-up sequence. The returned aux illuminator met specifications. In attempt to install the returned lamp into a calibrated system found the lamp to be a tight fit. A tight fit lamp can cause low or no illumination. An investigation was opened to address the tight lamp issue. A xenon lamp from the table top illuminator was returned, however, it was not evaluated as it was unrelated to the reported event. The root cause of the reported event of lamp failure can be attributed to a known issue of a tight fit lamp. An investigation was opened to address this issue. The manufacturer internal reference number is: (B)(4).